Manufacturer narrative:
Reported complaints of high pacing impedance, loss of sensing, and loss of capture were not confirmed. The device was received in normal range of operation. Analysis of device image was performed and no anomalies were observed. Mechanical evaluation of header and setscrews were performed and no anomalies were revealed. Further electrical testing was performed, including sensing and impedance tests, and no issues were observed. A longevity assessment revealed the device was operating above elective replacement indicator (eri) level and within expected longevity.

Event description:
It was reported that high pacing impedance, loss of sensing, and loss of capture were observed on the right ventricular (rv) channel. Diagnostic imaging was performed, and no anomalies were observed. The rv lead was tested with a pacing system analyzer and there were no electrical anomalies. The rv lead was inserted into the device header and the electrical values were normal. The physician suspected a header issue to be the cause of the event. The device was explanted and replaced to resolve the event. The patient was in stable condition.